Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No further patient complications were reported by the hospital.